Event description:
During follow-up, an externalized conductor few centimeters above rv coil was observed via x-ray. No electrical anomalies were detected. Lead will be monitored.

Event description:
New information notes high capture thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.